Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record review shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. Complaint not confirmed. Root cause unknown. Teleflex will continue to monitor feedback from the customers on issues related to no bubbling on water bottle products. If the device becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "a baby needed oxygen. We used an aquapak. The first aquapak (MDR rpt.#1417411-2018-00001): there was no bubbling with a low flow. When the flow was increased, the water got out of the nasal cannula. Second aquapak: same incident. (MDR rpt. #1417411-2018-00002). The oxygen manometer was changed, then it was plugged in another wall source: third aquapak: same incident (this report)." The incident was resolved by using another aquapak bottle. There was report of a delay in treatment. There was no report of patient injury or necessary medical intervention. Also see companion reports for event of "the water got out of the nasal cannula" MDR rpt# 1417411-2018-00005; 1417411-2018-00006; and 1417411-2018-00007.